Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-06. The rep stated that the high impedances were able to be resolved. The cause of the high impedances remains unknown. They programmed around it to receive expected coverage. The patient was satisfied with therapy and the program that was set up not using the electrodes that were out. It was unknown at this time if the shocking sensation was resolved via the reprogramming. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient has intermittent shocking down the left leg. The patient reported falling two times in the last 6 months ((B)(6) 2017 and (B)(6) 2018). The shocking started after the first fall back in (B)(6) 2017. The shocking is intermittent and happens more so when the patient is sitting in a slightly reclined position. The patient was programmed as follows: program 1: 4-5-6+7+, amplitude of 2.7 volts, pulse width of 450 microseconds, and a rate of 60 hertz program 2: 0-1-2+3+, amplitude of 1.5 volts, pulse width of 450 microseconds, and a rate of 60 hertz. Impedances were tested at amplitude of 1.5 volts and a pulse width of 210 microseconds. The manufacturer representative was seeing ??? On numerous contacts, and some contacts were showing greater than 4000 ohms. The stimulation was increased to 2.5 volts and pulse width of 450 microseconds. Impedances ranged from ??? To 989 ¿ 3194 ohms, to greater than 4000 ohms. Group impedances for program 1 tested as ??? And for program 2 tested as 752 ohms. The impedance values were not consistent with each impedance test which made it hard to determine if there was an issue within the system or not. It was reviewed that he manufacturer representative should try removing contact 4 or 7 to see if this results in any change in shocking sensation. She should try and determine which program belongs to which side, and then charge the contact accordingly. The manufacturer representative was going to try to play with contacts to see if they could get the coverage that the patient was wanting and remove that contact that could be causing the shocking sensation down the left leg. There were no further complications reported.